Event description:
It was reported that when the physician was verifying that the coil had successfully detached under fluoroscopy, he noted 1 cm of the coil remained in the microcatheter. The physician used a stent to keep the coil in place. There was no reported clinical consequence to the patient

Event description:
It was reported that when the physician was verifying that the coil had successfully detached under fluoroscopy, he noted 1 cm of the coil remained in the microcatheter. The physician used a stent to keep the coil in place. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The delivery wire was bent at 24.5, 29.5, 52 and 71.5 cm from the distal end. Microscopic examination of the distal end of the delivery wire confirmed that the coil had been detached via electrolysis. It was also noted that the proximal contact of the delivery was not attached. It is probable that procedural factors encountered during the procedure could have contributed to the coil protrusion. Therefore, a root cause of operational context has been assigned to this investigation.